Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Additional information received indicating device was reprogrammed to disable therapy. The patient was in stable condition.

Event description:
Following hospitalization due to an unrelated infection, it was reported that over current detection (ocd) alert was noted on the device resulting in inhibition of high voltage therapy during a ventricular tachycardia (vt) event. The vt was self terminated. The physician suspected the ocd alert was due to the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.